Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited far field r-wave oversensing in atrial tachycardia/atrial fibrillation episode. The patient was in stable condition throughout. No intervention was performed.